Manufacturer narrative:
Catheter: model: 8709, serial#: (B)(4), implanted: 2005 (B)(6), explanted: unk. Final analysis of the device revealed a motor corrosion and gear train anomaly; significant residue was noted on gears 3,4 and 5 of the motor. Drug per analysis was identified as "mshcl-unknown".

Event description:
The product was received with no information.